Event description:
It was reported to boston scientific corporation that a profile mini micro snare was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, the snare loop would not extend from the sheath into the patient's colon; therefore, the procedure was completed with another profile mini micro snare. No visible damage to the complaint device was noted. There were no patient complications reported as a result of this event. The patient's condition was reported to be "okay" following the procedure. This event has been deemed reportable based on the investigation results: working length torn.

Manufacturer narrative:
Investigation findings: working length torn. Visual evaluation of the returned device found the sheath to be kinked, twisted, and torn in several locations, which prevented subsequent functional testing. The complaint was confirmed; the damage to the sheath prevented extension of the snare loop. It is likely that anatomical and/or procedural factors limited the performance of the device during use; therefore, the most probable root cause of this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.